Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the system 7 v-notch sagittal saw was leaking an unknown substance prior to the procedure at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 v-notch sagittal saw was leaking an unknown substance at the user facility. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. Additional information is being requested from the user facility. If additional information is obtained, the regulatory filing decision will may be reviewed.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.